Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a damaged patient cable was not able to be confirmed, as the mobile power unit (serial number: (B)(6) was not returned for analysis. However, the reported event of no external powers alarms was able to be confirmed by review of the submitted log file. The log file contained approximately 17 days of information (B)(6) 2024 to (B)(6)2025 per timestamp). Intermittently throughout the data, abnormal power cable disconnect, low voltage, and no external power alarms were observed while the controller was connected to the mobile power unit. These alarms activated due to the relative state of charge (rsoc) of both power cables simultaneously decreasing below the designed alarm thresholds. During the power losses, the system was supported by the controller¿s backup battery and the pump maintained a speed within the expected range without issue. The mobile power unit associated with this event reportedly exchanged but was not returned to abbott for evaluation. Provided information indicated that the patient¿s relative suspected that the power cable wasn¿t plugged all the way in. The root causes of the reported patient cable damage and no external power alarms could not be conclusively determined through this analysis. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having no external power, low voltage, and occasionally replace backup battery (ebb) while on mobile power unit (mpu). The power cable wasn¿t pushed all the way in. The was a slit in the gray power cable that went beyond the gray cover. This would be replaced. The primary controller was really old, the running light was a little dim, the cables were looking a little dirty both inside/outside the connection. The controller would be replaced. Log files were submitted for review and captured low voltage hazard events/no external power events and a couple ebb faults throughout the log while using the mpu. Noted some odd relative state of charge (rsoc) voltages when using the mpu. There were no issues on battery power. The mpu was exchanged and would not return for evaluation.